Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Multiple episodes of t-wave oversensing (twos) on save to disk. Concomitant: 5076-52 lead implanted: 2013-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post sense on the same day at about the same time. The patient stated that they were in church at the time. Additional information from the clinic disclosed that no action was taken with the lead. The lead remains in use. No patient complications have been reported as a result of this event.